Event description:
Patient had cataract surgery on (B)(6) 2026 and dib00 lens was implanted. On (B)(6) 2026 the lens was explanted due to visual issues first observed on (B)(6) 2026. Symptoms persisted for three weeks. The lens was replaced with an alcon lens. The patient, fully recovered following the procedure. It was stated directions for use were not followed. Bsvca post operative: 20/30 without correction.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.